Event description:
It was reported that preparation of a trek rx balloon dilatation catheter (bdc) was prepared outside the patient's anatomy according to the instructions for use. During a 90% stenosed, eccentric, de novo, mildly tortuous, mildly calcified, coronary artery stenting procedure, during pre-dilatation, a trek rx bdc was advanced and the balloon ruptured with the first inflation at 8 atmospheres. The trek rx bdc was removed without resistance. An intravascular ultrasound (ivus) was done confirming the lesion was successfully pre-dilated; therefore a xience v stent was implanted without issue and the procedure was complete. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4).during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion; guide cath: taiga. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.